Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented for follow up and t-wave oversensing was observed on stored egms. Programming changes were made and the issue was resolved.